Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - serial #, d8, d9, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction is associated with the customer¿s allegation of noise dots observed on the liquid crystal display screen. This condition refers to a situation in which some pixels in the captured image do not display properly and appear white. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1, initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head displayed noise dots that were observed on the liquid crystal display screen. The issue was found during inspection for use. The procedure was completed with the same device. There were no reports of patient harm.